Event description:
The patient fracture his left femur in 2003. He had a dhs plate, which was manufacturer by a local factory in another country. Soon after that, the plate broke. Then he underwent a revision surgery with stryker plate in 2003. June 2005, the plate was found to be broken. Because of the patients age the surgeon decided not to revise.

Manufacturer narrative:
Device not returned because it is still implanted. No evaluation will be performed.